Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components. After successful placement placement of the trunk-ipsilateral leg component the physician attempted to advance a 12 fr sheath into the contralateral gate but the sheath caught on the contralateral gate and moved the trunk-ipsilateral device approximately 2cm proximally, unintentionally covering the renals. The physicians used the up and over technique to pull the device back down. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification. Please note attached list of additional devices implanted and/or used in patient; contralateral leg components (pxc121200/05221209 and pxc141400/05296794). And gore introducer sheath (pg123000/1253606). Please note; gore introducer sheath (pg123000/1253606) was reported on medwatch #2017233-2007-00342.